Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Internal referance compliant:(B)(4).

Event description:
This report pertains to the first of two hologic devices returned there were used in the same procedure. See associated supplement medwatch, manufacturer's report# 1222780-2017-0000293. It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and received an unsuccessful cavity integrity assessment (cia) text using the first disposable device. The physician used a second disposable device to complete the procedure. The physician then performed a laparoscopy and noted a "perforation in the uterus". The physician "sealed" with bipolar forceps. There was no damage to the surrounding tissue and organs. The patient was discharged home on antibiotics prophylactically.